Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they have not used their stimulator since 2017 because it was shocking her to her toes, and the battery was eating it's way out from the inside.